Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; g3; h2; h3; h6    a g7 dual mobility liner 44mm f was returned and evaluated against the complaint. Visual inspection found the nipple to be scratched and dinged. Scuffing was observed on the outer radius. Scratching is present on the inner radius. The liner appears to remain visually round with no major denting or deformation. The damages are likely caused during an attempt to impact the liner with the cup. The dimensional analysis of the liner were conforming to specifications during manufacturing. Review of the device history records identified no deviations or anomalies during manufacturing medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 010000998, item name: g7 screw 6.5mm x 25mm, lot # :6781028. Item number: 010000664, item name: g7 pps ltd acet shell 54f, lot #: 6966376. Item number: 010000997, item name: g7 screw 6.5mm x 20mm, lot #: 6865828. Item number: 110031012, item name: vivacit-e dm bearing28x44mm, lot #: 65016414. Item number: 163663, item name: 28mm dia cocr mod hd +3mmnk, lot #: 745650. Item number: 192414, item name: echo por fmrl red nc14x150mm, lot #: 803590. Item number: 110024464, item name: g7 dual mobility liner 44mmf, lot #: 403780. Item number: 31-323220, item name: 3.2mmx20mm rnglc+ acetdrl bit, lot #: 444760. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon attempted to impact the metal dual mobility liner into the cup, but was unable to secure it. A few attempts were made. The liner looked slightly canted and after several attempts there was a ding/scratch to the nipple of the metal liner. Attempts have been made and additional information on the reported event is unavailable at this time.